Event description:
Per contact, the mw-319 was being pre-tested and the small metal hub on the distal tip of the needle came off. The device was not in pt and not in a (unknown model) scope. Nurse does not know working channel diameter of scope.